Event description:
It was reported that the patient's catheter was dislodged. This was confirmed by a CT scan and the pt was scheduled for a replacement. The pt was on a low dose of medication and was being supplemented with oral medications. The concentration and daily dose of baclofen being administered via the pump were not reported. A follow-up report will be submitted if additional info becomes available.